Event description:
It was reported that the bd syringe 50ml ll clear 18ga 1in bfn had visible silicone. The following information was provided by the initial reporter: before use. During the functional test (moving the plunger), ¿strings¿ formed between the base of the syringe and the plunger. This occurred in several syringes, reportedly from different lots as well. I found three different lots in the storage containers. According to the user, it looked as though there was too much lubricant in the syringe. There is concern that this lubricant could then enter the patient¿s body. No harm came to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: two samples from lot 2401006, one sample from lot 2508113, and one sample from lot 2601058 were provided to our quality team for investigation. Upon visual inspection, no evidence of silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for all reported lots confirmed that all values were within established limits. The returned samples underwent the same testing and found the sample from lot 2601058 were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. All other samples were confirmed to meet required specifications. A device history review was performed for the reported lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Six retained samples from each lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a brief stop in the manufacturing line caused the syringe from lot 2601058 to remain under the silicone dispenser longer than intended. Our procedure requires that any components remaining under the dispenser for more than 10 minutes be discarded. If the pause was shorter than this timeframe, the component would not have been removed, and a small leak from the dispenser could have contributed to the excess silicone as seen in the sample provided. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe.

Event description:
No additional information.